Event description:
The patient had been down an unknown period of time. Reportedly, when the device was connected to the patient, it would not respond to actuation of the on button. No additional event information was reported. The patient was not resuscitated. The reporter stated patient outcome was not affected by the event, due to a lack of patient viability.